Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Title of article: transosseous temperature monitoring of the anterior epidural space during thermal ablation in the thoracic spine published in cardio vascular and interventional radiology summary: one postoperative transient intercostal neuralgia occurred (grade 3 in the cirse classification) and treated with non-steroid anti-inflammatory drugs. (This event occurred in subject 2 who received bipolar rfa.) There was no other complication, in particular no signs of dural breach and no case of post-procedural neurological deficit. Local recurrence was diagnosed in 2/7 cases performed with intent of local tumor control (both abutting the posterior cortex). Recurrences occurred in the anterior epidural space at the utmost posterior edges of the ablation margins. (This occurred in subject 1 and subject 4 who both received bipolar rfa).